Event description:
Boston scientific received information that after delivery of an induced shock during implant, this device detected noise and what appeared to be oversensing of atrial pacing on the ventricular channel. There were no adverse patient effects reported.

Manufacturer narrative:
A technical services consultant noted that the noise and oversensing was probably residual energy from the shock. The implant procedure was completed without incident. As of today the device remains in service.